Event description:
It was reported that a trained user requested to return the ilet after experiencing persistent elevated glucose around 180 mg/dl while using approximately 100 units of insulin per day, and the user declined additional troubleshooting after discussing with a healthcare provider. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and continued device use until return. Investigation included review of user-reported performance and coordination with the field team and healthcare provider for return authorization. Investigation of this case revealed cause unclear for hyperglycemia with no confirmed device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.